Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, and the cause appears to be use related. One repaired 7 fr d/l hickman catheter was returned for investigation. The product code and lot number provided are associated with the 7 fr hickman catheter. The lot number associated with the repair kit is unknown. It was reported that the line snapped under the repair on the first occasion. The catheter was received with a repair made to the catheter. During the repair, both the large and small metal stents were inadvertently inserted into the same lumen of the dual lumen catheter, which allowed fluid to leak from the red adaptor when infusing fluid into the white adaptor. Fluid also leaked from the white adaptor when infusing fluid into the red adaptor. No leaks or breaks were observed in any portion of the catheter or the repair segment. A lot history review (lhr) of huzh1466 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the line allegedly broke during the weekend. The parents advised the doctor that the child pushed themselves onto their parent and the infusion line was snagged under a drip stand wheel and the line came completely apart. Insertion date was (B)(6) 2016. On 3/1/2016 - the facility reported to the sales rep that the line snapped on the first occasion under the repair visible on the catheter body.